Event description:
It was reported that during a lap choley procedure, the jaws were stuck on the vessel. The surgeon manually separated the handle from the firing trigger. The procedure was completed with a reusable clip applier. There was no pt consequence.

Manufacturer narrative:
D4; h4, information is unavailable: device was not returned for eval.